Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was having issues with his sensor today. Customer's blood glucose was 130 mg/dl. Customer was trying to put a new sensor in a few minutes ago and when he went to withdraw the needle, it was hung up on and he pulled the entire sensor filament out and the needle never retracted. Customer stated that the needle was exposed but he jammed it up against something and got it to go back up into the unit itself. Customer was offered a replacement sensor and stated that he will return the sensor for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and found the sensor retracted inside the sensor base. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used. Checked the introducer needles for burrs/hooks and dull needle tip defects and none were found. Both introducer needles passed per specifications.